Event description:
It was reported that pump experienced malfunction alarm with no notable events prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, with customer acknowledging and understanding these instructions.